Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing thresholds as well as loss of capture (loc) due to a suspected micro lead dislodgement. No asystole greater than two seconds was observed. The lv lead was explanted and replaced with a competitor product while the device remains in service. As of this time, the lead is at the hospital¿s possession. No additional adverse patient effects were reported.